Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated, and the service engineer (se) reported that the misalignment in the touch position was confirmed. A calibration was performed, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) tech verified that the touch screen passed all resistance testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. Therefore, this investigation has resulted in a no fault found."